Manufacturer narrative:
Device received no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed error. No unexpected an error in the motor was detected by reading unexpected value from hall sensor error alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer stated that they was able to rewind the insulin pump. Customer was assisted with performing displacement test and the test results was when customer pressed had held button to load insulin pump and beeped 3 times immediately and gave the check indicating load was complete and the test was failed. Customer troubleshooting was performed. Customer was advised to the insulin pump requires replacement and to revert to backup plan. The insulin pump will be returned for analysis.